Event description:
As reported by the edwards field clinical specialist, during a transapical transcatheter aortic valve replacement (tavr) procedure, the patient became hypotensive after the 26fr ascendra sheath was introduced. The patient was placed on cardiopulmonary bypass (cpb) and cardiopulmonary resuscitation (CPR) was initiated. The sapien valve was successfully deployed and the patient was stabilized and transferred to ICU in stable condition. The patient was extubated and stable the day following the tavr procedure. Per additional information received from the clinical specialist, it is possible the pacing run could have made the patient ischemic. Per report, a thoracotomy was performed to gain access to the apex of the heart. Once wire was across the native aortic valve the 26fr edwards sheath was introduced. With the sheath inserted, the patient became hypotensive with systolic pressures in the 60's. The balloon valvuloplasty (bav) was performed using the edwards 20mm balloon. The bav was removed and the valve inserted with a continued systolic pressure in the 40's. Anesthesia administered medications to attempt to stabilize the patient before valve deployment. The patient remained hypotensive with pressures in the 50's and it was decided by the team to deploy the valve. The valve was deployed and the patient continued with pressures in the 40's. It was decided to put the patient on cpb and CPR was started to help circulate the medications. Once the patient was on pump and stabilized, the apical sheath was removed and the site was closed.

Manufacturer narrative:
Per the instructions for use (IFU), hypotension is a known complication associated with standard cardiac catheterization, balloon valvuloplasty (bav), the use of anesthesia, aortic valve replacement and bioprosthetic heart valves. Hypotension is extremely common during valve implant procedures and has multiple potential etiologies. In this case the exact cause for the hypotension cannot be determined. However, there are multiple potential causes/contributing factors, including the patient's underlying co-morbidities (e.g. Cad, valve disease, ef 27%, pre-procedural medications), anesthesia, and the procedure itself. In this case, patient and procedural factors appear to have caused or contributed to the reported events. Since there is no allegation of device malfunction, or labeling issues, and the device was not returned for physical evaluation, no further investigational activities will be performed. The IFU and edwards thv patient screening and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventive actions are required.